Event description:
It was reported that the pump module would disconnect from the pcu when attached on the right side. It was reported that the pump experienced the issue on different pcu's. There was no patient involvement.

Manufacturer narrative:
Omit: other occupation, report source other, b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Correction: describe event or problem, initial reporter phone #, initial reporter occupation, report source. Additional information: device eval by manufacturer?, imdrf annex a, b, c, d, g codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the report of a pump module channel disconnect was not confirmed through log review nor replicated during extensive laboratory testing. During external inspection, the right (male) and left (female) inter-unit-interface (iui) connectors were observed with unknown residues, there were no other issues or anomalies. Internal inspection observed contamination and corrosion inside the rear case, bezel assembly and components on the logic board. Review of the pump module error log showed no errors were recorded on the reported event day. Event log review showed on 08 august 2025 at 12:02 pm the suspect pump module was attached to the concomitant pcu s/n (B)(6) as channel b, however there is no record of infusions during the day. Bd alaris¿ system user manual (v12.3.2) states to ensure that the bd alaris¿ system remains in good operating condition, visually inspect the system before each use. Check all visible surfaces and moving parts on the devices. If you observe damage in any way or find the device does not function as expected, return it to biomedical engineering for repair. Devices should be thoroughly cleaned and disinfected before each patient use. Do not perform the cleaning and disinfecting procedures while devices are connected to a patient because this can lead to patient harm. Use only disinfectants recommended by bd to clean and disinfect the bd alaris¿ system. Use of unapproved disinfectants can result in incorrect device operations. The system was being used for treatment purposes as intended per 21 cfr 820.198(d)(2). Note to repair center: device was disassembled for this investigation, please ensure proper testing is performed. Dchu is not responsible for any cost associated with incidental findings. Root cause: the report of a pump module channel disconnect could not be replicated during laboratory testing or confirmed through review of the logs; therefore, the root cause could not be determined. Several testing of the suspect pump module showed the device is working within specification. Note that this report lists imdrf annex a1801, a040502, c0503, c23, c0601, d08, d11, d15, g02017, g04037, g04067 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii). The information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the lvp 16853138 will run for a bit and then disconnect from pcu running on the right. Happened on different pcu's. There was no patient involvement.